Event description:
It was reported that during intra-aortic balloon (iab) therapy, the arterial pressure waveform is disturbed. The fiber optic connector was removed and different pressure source was used to continue therapy. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood found on the exterior of the catheter and between the sheath and catheter. The optical fiber was found to be broken near the rear seal approximately 21.8cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, and extracorporeal tubing was performed and no leaks were detected. The optical fiber was found to be broken confirming the reported problems. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
Initial reporter full name is: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the arterial pressure waveform is disturbed. The fiber optic connector was removed and different pressure source was used to continue therapy. There was no reported injury to the patient.